Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were on critical override mode. A technical support specialist dialed into the server and ran the server downtime query, confirming that communication between the carefusion coordination engine (cce) and the enterprise server was functioning properly and that no disconnected flags were present, logged into patient encounter system (pes) and verified under synchronization information that the stations were communicating correctly with the server, then logged into the health sight viewer (hsv) and observed messages indicating patient information delayed/down including notices such as cerner active directory down, carefusion coordination engine (cce) sent time, created local time, processed time, and last successfully, informed the customer of these findings, and they proceeded to work with their cerner analyst to resolve the issue. The system functioned as intended after the technical support specialist investigated and assisted the customer to resolve the issue with cerner team.

Event description:
It was reported that when using the bd pyxis¿ es server, all stations were on critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.